Event description:
A caller reported that the t:slim x2 pump battery would not charge, and an alert 07 power source notification appeared in the pump history when the issue began. There was no adverse impact to the customer¿s blood glucose level. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes using the original charging supplies, the pump began charging, and no further assistance was required.